Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. Additionally, a true pacemaker mediated tachycardia (pmt) was also noted which was controlled by increasing min post-ventricular atrial refractory period (pvarp) was also noted. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. Additionally, a true pacemaker mediated tachycardia (pmt) was also noted which was controlled by increasing min post-ventricular atrial refractory period (pvarp) was also noted. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental report was created to capture correction in b5 event description.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.